Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at the time of docking, the arm cart assembly (aca) gave an alarm indicating that the sterile interface module (sim) was not connected. When detached and reattached, the sim appeared to be recognized, and remaining percentage (65%) was displayed on the arm screen, but when docked, the system again indicated that the sterile barrier was open, even though a good click was heard when attaching. The sim was replaced with a new one to resolve the issue and no further problems occurred. There was less than a 5-minute delay in docking. There was no patient injury.

Manufacturer narrative:
H2) additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported sterile interface module and the associated device logs. Evaluation of the logs indicated multiple occurrences of an error code indicating that the arm cart assembly was docked but no sterile interface module (sim) was connected, after the sim was initially detected by the system on arm cart assembly 3. The error codes reports an error message stating, "caution: sterile interface module not connected or non-functional. Arm sterile barrier may be open.". The sim was replaced with another one. Visual inspection of the sim noted it was returned dry with no corrosion noted on the electrical contacts. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim and all pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand and the 1-wire ID was not read and displayed "fail". The serial number was not read from the device and displayed "fail". This was repeated during all four tests conducted. Electrical testing was performed and the sim could not be read. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue with the sim. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) device evaluation: the file was re-opened and the investigation summary amended as follows: medtronic led an evaluation of the reported sterile interface module and the associated device logs. Evaluation of the logs indicated multiple occurrences of an error code indicating that arm cart assembly 3 was docked but no sterile interface module (sim) was connected. The error code reports an error message stating, "caution: sterile interface module not connected or non-functional. Arm sterile barrier may be open.". The system did not detect the sim. The sim was then replaced with another one. Visual inspection of the sim noted it was returned dry with no corrosion noted on the electrical contacts. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim and all pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand and the 1-wire ID was not read and displayed "fail". The serial number was not read from the device and displayed "fail". This was repeated during all four tests conducted. Electrical testing was performed and the sim could not be read. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at the time of docking, the arm cart assembly (aca) gave an alarm indicating that the sterile interface module (sim) was not connected. When detached and reattached, the sim appeared to be recognized, and remaining percentage (65%) was displayed on the arm screen, but when docked, the system again indicated that the sterile barrier was open, even though a good click was heard when attaching. The sim was replaced with a new one to resolve the issue and no further problems occurred. There was less than a 5-minute delay in docking. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at the time of docking, the arm cart assembly (aca) gave an alarm indicating that the sterile interface module (sim) was not connected. When detached and reattached, the sim appeared to be recognized, and remaining percentage (65%) was displayed on the arm screen, but when docked, the system again indicated that the sterile barrier was open, even though a good click was heard when attaching. The sim was replaced with a new one to resolve the issue and no further problems occurred. There was less than a 5-minute delay in docking. There was no patient injury.